Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and partially recaptured three (3) times before all release criteria was met. The physician released the closure device from the core wire and successfully implanted the device in the laa of the patient. During post-release evaluation the physician noted that there was a thrombus on the face of the closure device. The thrombus was 1mm to 2mm wide and 3cm long. The physician increased the patients anticoagulation medication in response to this event. No other complications or consequences were reported to have occurred.